Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem clinical support informed customer that fiasp is off label per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was approximately 400 mg/dl.